Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl, a seizure, vomiting, a fall, and customer started turning blue in the face and limbs. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Blood glucose was treated via glucagon and intravenous dextrose. Reportedly, the customer was released the following day. No additional customer or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.